Manufacturer narrative:
The device manufacture date was documented as (B)(6) 2013 on the initial report. It has been updated as (B)(6) 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that before an unspecified surgical procedure it was observed that the battery reciprocator handpiece device started to saw when the battery device was inserted without touching the trigger. It was further reported that the controller had been switched to the "on" position before the battery was inserted but when the device was locked it did nothing. It was reported that the incident was resolved after 15 minutes and the handpiece device operated successfully. It was reported that there was no delay to a scheduled surgical procedure due to the event. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.